Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by cloudy pd fluids. The cause of peritonitis was unknown. The patient was treated with imipenem-ip (400mg, 4 times/day) and ciprofloxacin-ip (50 mg, 4 times/day) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). After two days of treatment with antibiotics, the patient had cloudy pd fluids and continued the treatment. Eighteen days after hospitalization, the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). Patient age is unknown, however the patient was born in 1950. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.